Event description:
The event is reported as: the clip was blocked in the applier during surgery. No injuries reported.

Manufacturer narrative:
Sample is available, but has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.